Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas.

Event description:
It was reported that the pump was submerged under water and is less responsive and customer can see water behind the screen. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Hardware fluid ingress was not verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.